Event description:
The patient reported a gradual return of leg pain. Subsequently, the patient became very ill requiring a trip to the emergency room. An x-ray of the catheter revealed that it "had broken". Patient also stated that they have a granuloma at the tipp of the catheter. Patient claimed that they will have a total system explant due to the granuloma. The patient has been converted to fentanyl patches. The drug contained in the patient's pump is unk. Additional information has been requested from the hcp, but was not available at the time of this report.